Event description:
Customer reported negative reactions observed with various fya+ cells of 0.8% resolve panel a, lot 8ra196 and a pt sample containing anti-fya. No death or serious injury is associated with this event.